Manufacturer narrative:
Infection is a known adverse event on the intera 3000 hepatic artery infusion pump as listed on the labeling. Based on the time between the implant date and the date the problem was first detected, it is feasible that the infection was attributed to a hospital-acquired source; although this is ultimately undeterminable. If further information is received at a later date, a supplemental report will be filed.

Event description:
It was reported that a intera 3000 hepatic artery infusion pump revision was performed on (B)(6) 2024. The healthcare provider reported that this revision was due to 'recurrent pump pocket infection and dehiscence.' Follow up communication with the customer indicated the infection was first detected on (B)(6) 2023, and that the organism was identified as staphylococcus aureus.